Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom of the cartridge was leaked insulin. Reportedly, this issue occurred with multiple cartridges. Cartridge changes were performed to address the issue. Blood glucose level was not impacted.